Event description:
A nurse reported that during surgery, at the switching from balanced salt solution (bss) to air, no air came. The staff had to switch between bss and air several times until air came. There was no pt impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).